Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual inspection noted a hole in the setscrew seal plug. Testing of the device verified normal electrical function. Setscrew seal plugs are designed to permit setscrew wrench insertion while preventing body fluids from entering the header cavities. On occasion, wrench penetration can damage a seal plug which can lead to accessory sensing pathways and potentially result in oversensing. The damage may also allow bodily fluid infiltration within the header as was seen in this case.

Event description:
Boston scientific received information that this device was connected to the leads and placed in the pocket at the time of implant. Subsequently, oversensing on the right ventricular rate/sense channel was noted. The noise was present only when the device was in the pocket, in contact with the patient¿s body. Inspection of the device identified blood in the header. This device was not used and another device was implanted with no reported issues. This attempted device was returned to boston scientific for analysis.